Event description:
As reported via legal documentation, a patient had their second right knee revision surgery on (B)(6) 2022. A 3rd revision has not been reported, however, the patient claims the to suffer from joint pain, and joint swelling and stiffness. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
Pending investigation.

Manufacturer narrative:
H6: corrected the following: health effect - clinical code, component code, type of investigation, investigation conclusions the reason for the reported event cannot be confirmed from the information provided. Potential contributions of manufacturing, user, or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no images, radiographs, or relevant clinical information were provided. Additionally, this device was packaged after initiation of the recall and was not packaged in a non-conforming vacuum bag.